Event description:
It was reported by a customer complaint that the cannula of the infusion set became detached from the base and may have been lost within the body. The reporter stated that she performed a site change. When removing the set, she found that a portion of the cannula was not attached and thought it may have been left under the skin. The reporter could not confirm or deny that the cannula was still in the patient's skin.

Manufacturer narrative:
(B) (4). Evaluation summary: one used 6mm 90 degrees insulin infusion set was returned for evaluation. During visual examination it was noted, the cannula had broken away 1.5mm from where it coincides with the base. The remainder of the cannula appears frayed and torn. Unable to determine when or how the damage occurred.